Event description:
This case was reported by a consumer and described the occurrence of almost choking in a female patient who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) strip for dentures. A physician or other healthcare professional has not verified this report. On an unknown date, the patient started polyethylene oxide + sodium carboxymethylcellulose (dental). At an unknown time after starting polyethylene oxide + sodium carboxymethylcellulose, the patient experienced almost choking and pharmaceutical product complaint. The patient reported that the strips came loose after only a few minutes, went down her throat and she almost choked. This case was assessed as medically serious by gsk. Treatment with polyethylene oxide + sodium carboxymethylcellulose was discontinued. At the time of reporting, the events were resolved. The manufacturer's report number for this is 3004699328-2007-00002. Super poligrip comfort seal strips is manufactured in izumisano-city, osaka japan. The lot number was provided, but the product is not available for return. No corrective actions have been required based on this report.